Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 7 days of data (02dec2020 ¿ 09dec2020 per the timestamp). The log file captured no external power alarms on (B)(6) 2020 from 23:46:58 to 23:47:04 and on (B)(6) 2020 from 1:08:37 to 1:08:55 due to both system controller power cables being disconnected from external power. The alarms resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event was determined to be a user error in which both power cables were disconnected from external power at the same time. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, pump off, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 19oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop and a no external power event. The patient reportedly took out the driveline to untangle it on (B)(6) 2020. The log file captured a pump stop and a driveline disconnect on (B)(6) 2020 but did not capture any data from (B)(6) 2020 and there were no pump stops at that time. The patient denied disconnecting the driveline on (B)(6) 2020 at 1:02am so the pump reset with driveline disconnects was likely caused by an electrostatic discharge (esd) event. The patient was given an esd education brochure and was provided with additional education. In reviewing the submitted controller event log file, it was determined that the reported no external power alarm on (B)(6) 2020 was a result of the power cables being disconnected from the mpu. The alarm resolved approximately 6 seconds later when one of the power cables was reconnected to the mpu. The pump operated on the backup battery during the event, as intended, and there was no interruption in support.